Manufacturer narrative:
Upon review of the record please note this is a correction due to incorrect registration number used on the original filings. This was previously reported under MDR# 3007305485-2019-00394 on 25nov2019 and 26dec2019. The previously submitted report has been copied and will now be filed under the proper registration number. There is no new information added. Further information provided indicated that the device had been evaluated by the biomed department. They attempted repair of the unit by replacing the fuse however sparks were noticed on the pcb when the device was turned on. Evaluation of the returned device found the rf power supply pcb damaged (burned), 2 fuses are broken, and the lap led light is dim. Additionally, a discussion with the evaluating technician indicated that the bolt holding the transformer to the pcb was missing. As the device was found in the condition as left by the user, the complaint of "device would not turn on" is inconclusive. The service history was reviewed, and no data was found. At the time of the complaint, the device was 51 months of age and overdue for pm. A DHR review was not conducted as the device has been in the field more than 12 months. A two-year review of complaint history revealed there has been 51 complaints regarding 51 devices for this device family and failure mode. During the same time frame 36,673 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .001 per the instructions for use, the user is advised the following; this electrosurgical unit should be tested by a hospital qualified biomedical technician on a periodic basis to ensure proper and safe operation. It is recommended that examination of the esu be performed at least yearly. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility's biomed department that the 60-8005-001, system 5000, would not turn on during a case, the machine was sent to the biomed department for evaluation. The biomed staff removed the cover to check connections. They replaced the fuse, when they still had the cover off sparks were noticed on the main pcb when turned on. There was no patient involvement and there was no user injury. There was no reported delay of any surgery. This report is being raised based on device malfunction with potential for injury.